Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low sodium (na), chloride (cl) and calcium (calc) results generated by the synchron® lx20 pro clinical system.the samples were re-tested on a different analyzer and higher results were obtained. An example of the low and the repeated results is provided.the low results were not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and qc results were within the lab's established ranges.a field service engineer (fse) was dispatched: a) the fse decontaminated the flow cell.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.